Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involved primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. Drops were noticed on the chair and the floor shortly after chemotherapy was started. The filter was examined due to previous leaks, and a stream was noticed coming from one of the holes in the filter. This was the same spot where previous lots had leaked. The infusion was stopped, and the primary line was changed to continue the remainder of the chemotherapy. The chemotherapy in the leaking tubing was lost, and the patient was unable to receive the entire dose. The chemotherapy did not come into contact with the patient; it dripped onto the chair the patient was sitting on and onto the floor. There was patient involvement, but no patient harm.